Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 600 with high ketone levels. At the time of the report with tandem technical support, the customer did not have an alternate method of therapy to address bg levels. Customer declined troubleshooting with tandem technical support.